Event description:
The customer's mother called to report son has been experiencing high blood glucose readings of 300 mg/dl, 325 mg/dl, and 280 mg/dl (no actual times were provided). She was unable to bring his bg level down below 280 mg/dl and also noticed a bent cannula.

Manufacturer narrative:
The product was not returned for eval. The user reported cannula look bent. We are unable to confirm the condition of the cannula or determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia), if you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."